Event description:
Per complaint (B)(4), a patient experienced a slight tingling of the lip upon placement of a dental implant. The implant was removed the day after the tingling occured. The sensation ceased after implant removal.